Event description:
A cartridge alarm 20 was reported during the load process, but it did not cause the customer's blood glucose level to exceed 500 mg/dl. Technical support assisted the caller in correctly loading a new cartridge, allowing the customer to successfully resume insulin therapy, resolving the issue.